Manufacturer narrative:
The following fields have been updated due to a correction: b.5: "it was reported while using bd vacutainer® sst¿ that thirteen (13) tubes cracked at the base of the tube. Another thirteen (13) tubes of an additional batch were reportedly underfilling. Ten (10) tube labels f a third lot were warped. There was no health impact or consequence reported.". Investigation summary: catalog number: 367983. Batch number: 4130881, 4130882, 4158211. Bd conducted a visual inspection on 30 retained samples for lot# 4130881, and none of these samples showed any defects. Another visual inspection was performed on 30 retained samples for lot# 4130882 to check for cracked product/component, and again, no defects were found. Additionally, 10 retained samples from lot# 4130882 underwent a functional test for brittleness, with no failures reported. Furthermore, 20 retained samples for lot# 4158211 were tested for low or no draw, and all tubes were within specification. A review of batch records and the investigation results did not identify any root cause from the manufacturing process contributing to the reported defects. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4130881, for the indicated failure mode: label lift. This complaint has not been confirmed for the lot 4130882, for the indicated failure mode: cracked product. This complaint has not been confirmed for the lot 4158211, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ that thirteen (13) tubes cracked at the base of the tube. Another thirteen (13) tubes of an additional batch were reportedly underfilling. Ten (10) tube labels f a third lot were warped. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® sst¿ that thirteen (13) tubes cracked at the base of the tube. Another thirteen (13) tubes of an additional batch were reportedly underfilling. There was no health impact or consequence reported.

Manufacturer narrative:
There was an additional lot number reported to be involved: d4. Medical device lot #: 4158211, d4. Medical device expiration date: 31-may-2025, d4. Unique identifier (UDI) #: (B)(4), h4. Device manufacture date: 06-jun-2024. E1. Initial reporter facility name: (B)(6) . There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.